Manufacturer narrative:
Arjo received a customer complaint for enterprise 8000x bed. According to the information received a patient was on the enterprise 8000x bed while the back rest section of the bed collapsed. As a result, the patient did not suffer any injuries. Based on the photographic and video evidence provided, it was found that the hinge between the back and thigh sections of the patient's right side had bent, and the hinge on the left side had broken in two. The backrest damper had also cracked. The actuator of the thigh section was found to be bent and pressed into the leg section of the bed, making it impossible to set the leg section in a flat position. The frame of the thigh section was also bent. The findings were consulted with the technical department. The initially reported hypothesis that the backrest's damper caused the backrest to drop was ruled out. It seems most likely that the backrest section was lifted without noticing that the backrest was blocked by an obstacle (windowsill, the room's equipment). This caused damage to the backrest hinge and the backrest damper. All of these damages caused the backrest section to twist and collapse. The instructions for use (IFU) for enterprise 8000x bed (746-585-en) includes the following information relevant to the subject of this investigation: "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement." Arjo device failed to meet its performance specification since one of the hinges disconnected and other parts were damaged. This complaint is deemed reportable due to allegation of collapse of the backrest section during use with patient. No injury occurred as an outcome of the claimed malfunction.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo received a customer complaint for enterprise 8000x bed. According to the information received a patient was on the enterprise 8000x bed while the back rest section of the bed collapsed. As a result, the patient did not suffer any injuries. The device inspection performed by an arjo representative revealed that the hinges between the back rest section of the bed and the thigh section were damaged one was bent and the other was broken in half. The thigh section actuator was found to be bent and pressed into the leg section of the bed, making it impossible to set the leg section in a flat position. The thigh section frame was also bent. It was also confirmed that the backrest damper was broken.